Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned in the blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to prior to fill line. There is no damage observed to the device. The lens was returned adhered in dried viscoelastic to the bottom interior of the blister tray. No damage was observed to the lens. The lens was cleaned with lphse to further assess. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the complaint. There was no problem found with the lens. The lens was returned separate from the device. There was no damage observed. A lens fold test was conducted with acceptable results. The lens' dimensions were acceptable using an approved template. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens would not unfold in the patient's eye. The procedure was completed the same day. Additional information has been requested.